Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the humerus implant having broken. The humeral component was removed and replaced with a longer humeral component. The surgeon also did a poly exchange, as well as new pins and new condyles.